Manufacturer narrative:
The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No battery out limit alarms were noted. The insulin pump passed the self test, reset error test, rewind, and displacement test. However, the insulin pump was unable to prime and alarmed for a motor error during the basic occlusion test due to a faulty force sensor resistor. The insulin pump was received with a corroded motor home switch and minor scratches on the display window.

Event description:
The customer reported via telephone call that the insulin pump had alarmed for battery out limit after battery changes. The blood glucose reading was 138 mg/dl. The customer was assisted in clearing the alarm and advised to change the battery. The insulin pump alarmed again. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.